Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was isolated to an open r45 resistor on the computer/analog board. In addition, q18 on the ca board was reading low. The root cause for the open r45 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.